Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not turn on right after it was taken out of the box. Reportedly, the customer had been charging the pump for an hour, used multiple cables, and the display would not turn on. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. The customer would continue to use their non tandem pump until a replacement pump is received.